Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake tabs were broken from all four casters. He replaced the casters to repair the bed.